Event description:
N/a.

Manufacturer narrative:
The returned 00mlx light source is in used condition with a failing lamp module. The reported complaint is confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the xenon light source had a bulb change with a brand new bulb and failed in the middle of an unspecified case while the doctor was using it. Staff noted sparks popping and then dead. There was no patient injury and no delay in surgery. The light bulb was changed earlier the same day it happened.